Event description:
A patient experiencing inaccurate low results with a ss meter. The patient's blood glucose results were 81mg/dl vs. Lab. Tests were done within 11-20 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.